Manufacturer narrative:
Additional narrative: (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition that the motor had seized and was rough running was confirmed. It was further noted that the motor was blocked and the cable was open at the controller. The assignable root cause was determined to be due to strain/wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the battery oscillator device motor had seized and was rough running. It was further determined that the motor was blocked and cable was open at the controller. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.